Manufacturer narrative:
Complaint samples were not returned for evaluation and lot information is unknown. Optometrist believes events are the result of a fitting issue; doctor does not believe defect exists within product itself. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Optometrist reported examining approximately 10 patients who presented with contact lens acute red eye (clare), swollen corneas, and sub epithelial infiltrates after being fit with product. Doctor reported treating an unspecified number of these patients with lotemax in order to resolve swelling. Doctor stated that there were no ulcerations, nor was there any permanent damage associated with any of these patients. Doctor declined to provide patient identifiers and was unable to provide lot information associated with complaint lenses. Doctor stated that these events most likely originated as a result of the lenses fitting too tightly on the patients¿ eyes. Doctor does not feel there was any defect connected to the lenses themselves. Additional medical information has been requested but has not been received.